Event description:
It was reported that the had under infusion of pertuzumab, 250ml IV bag vtbi with overfill 284ml at 568ml/hr. At 10:00am volume leftover when the infusion should have ended. Nurse added an additional 25ml to empty the IV bag. After the additional 25ml completed it was still not empty, another 10ml was added and then the bag emptied. Back primed per usual process for flush. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received:  customer states there is "no further information regarding these complaints and will not be shipping any equipment."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported that the had under infusion of pertuzumab, 250ml IV bag vtbi with overfill 284ml at 568ml/hr. At 10:00am volume leftover when the infusion should have ended. Nurse added an additional 25ml to empty the IV bag. After the additional 25ml completed it was still not empty, another 10ml was added and then the bag emptied. Back primed per usual process for flush. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."